Event description:
Following a pt use, the medical director questioned the device's decisions with regard to whether or not to advise a shock during the pt event. There were no problems noted during the actual event. The pt was not resuscitated. The rpt stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.